Event description:
New information received indicated that another episodes of non-sustained right ventricular oversensing due to pos-paced t wave oversensing was observed. Further programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, post paced t-wave oversensing was noted on the ventricular channel. Programming changes were made. The patient was fine.